Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that for the past 6 months they had issues charging the implant. Patient stated charging had been taking longer than usual. Patient further stated that (B)(6) the implant quit charging; despite charging for 1 hour and a half, the battery remained at 40%. Patient did not have the external equipment available at the time of the call. Patient will call back tomorrow with the equipment. Patient called back for troubleshooting but only had the controller with and not the recharger. Patient stated they will callback again tomorrow with all the equipment.